Manufacturer narrative:
Product ID: 377730 lot# n0036065, implanted: 2007 (B)(6), product type lead product ID: 377730 lot# n0036065, implanted: 2007 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID: 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID: 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID: 37712 lot# serial# (B)(4), implanted: 2009 (B)(6), product type implantable neurostimulator product ID: 3708340 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3708160 lot# serial# (B)(4),implanted: 2006 (B)(6), product type extension product ID: 3708160 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).

Event description:
It was reported that a patient had high impedances, but 7 of the electrodes were functioning. Adequate stimulation was achieved in the right neck and head. It was stated that there was a power-on-reset (por) condition that was successfully cleared. This was the second over discharge confirmed due to patient non-compliance. It was stated that the patient had not used stimulation since 2010. The patient had a regular appointment with her health care provider (hcp) scheduled in (B)(6) 2013. The physician has been made aware of the details. Further information has been requested. If more information is made available, a follow up report will be sent. Refer to manufacturer report #3004209178-2013-01416 for information related to the patient's second device.